Event description:
It was reported that the user experienced sustained high blood glucose values in the 200 mg/dl while using the ilet, leading to a recommended site and supply change; the user subsequently replaced all supplies, after which glucose levels returned to target without further issue. Investigation included user technical troubleshooting. Further investigation of this case revealed that the event resolved after replacing the infusion site and related supplies, and no defect was observed in the removed set. No symptoms associated to hyperglycemia reported. Outcomes included temporary interruption of normal device function without medical intervention or hospitalization. It was concluded that the cause of the hyperglycemia was unclear but was corrected by a complete set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.